Event description:
On (B)(6) 2021, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient started having a problem about a week ago. Pt started increasing stimulation because it was not giving them a good pain relief. Pt started getting settings not available a couple of days ago. The message came on groups a and c. The intensity won't go higher than 3. Pt is able to increase in group b. Pt had no falls/no trauma. Redirected to hcp. Pt mentioned they texted the rep today and will see the rep on the 16th. On (B)(6) 2021, additional information from the patient stated that the cause was not determined. Hcp guessed that movement of fluid build up may have caused some damage. (Program) c was adjusted. A still does not work. The issue was not resolved. Patient was told they can keep going with these settings or they could make an appointment with an hcp and the manufacturer representative. (B)(6) 2021 (B)(4) (rep): patient was getting greater than 50% relief and low back and legs and was very pleased with his stimulator. Patient states over the last couple weeks that he had started to get oor and when he came into the office today the cs did an impedance check. Upon doing the impedance check contact zero was greater than 40,000 contact one in contact three were the only contacts that were within normal limits all other contacts were showing orange for possible open circuit. Patient had been programmed using the 0 to 7 lead. Today cs reprogrammed using the eight through 15 lead as all contacts were within normal limits. Patient to try lead eight through 15 to see if he can get sufficient relief. Patient states he does not know what caused any damage to the lead. Patient denies falls but states his daughter fell and he did bend and grab her from falling and thinks that may be that could be the issue. Patient states he has no idea anything else that he may have done to cause any issues with the 0 to 7 lead. Patient denies other complaints at this time. It was unknown if there were any contributing factors. The issue was not resolved. It was indicated that no surgical intervention occurred or was scheduled but surgical intervention was planned. On (B)(6) 2021, additional information was received from the manufacturer representative (rep). It was reported that the patient was sent home on (B)(6) 2021 with new programs to get relief in legs. The patient was given a new a,b, and c group to try and get comparable relief to when he was initially implanted. When asked about surgical intervention being planned/ scheduled, the rep noted that the patient and np discussed lead replacement if he doesn't get sufficient relief with new groups and np stated patient wanted lead replaced. The patient hasn't had enough time to try all 3 groups (all programmed on 8-15 lead) so it is unknown if they are working for him. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that it was unknown if the patient was able to get effective therapy by programming on the 8-15 lead instead and was unknown if surgical intervention would be needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they will be having an ins revision soon. Patient repeated information reported previously indicating that "it started at least 4 months ago, a number of things wrong, it went haywire in the charging process, it was saying my implant was depleted and then I worked my way through that but then it started giving me limits on groups a and c I would try to go up and it wouldn't let me go any higher, and only d worked but that was not the idea setting for me". They said they then met with a rep and told pt "several contacts were having an impedance problem and she didn't know why, so she did a reprogramming so the other points of contacts would be used but after a couple weeks that became problematic and stopped working, so she got me down to where one side was non-functional and she found 2 contacts that were working so that is holding me over". Pt says "I am just limping on just a couple of contacts". Pt says they think the reps name was michelle but isn't sure. They said they made rep aware of this at the same time it happened, and said it was "4 months ago, or it could have been closer to christmas, it was at least a couple of months ago". The patient was redirected to their healthcare provider to further address the issue. Pt says revision is scheduled for the end of the month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded and indicated they tried having programming done twice and things got worse. Patient to have revision due to impedance issues.